Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing during high-rate events. Technical services (ts) reviewed episodes noting several events with undersensing and rv wave amplitude fluctuation. Additional review of transmissions revealed oversensing of t waves. Ts recommended bringing the patient into the clinic to measure the amplitude of the t waves. There was no pacing inhibition from the oversensing. This rv lead remains in service. No adverse patient effects were reported.